Event description:
It was reported that during a gastric bypass procedure, the device would not open. The stapler worked normally with the first staple and then the jaw was blocked. The jaw could not be reopened. The surgeon used a new device to finish the intervention. There were no adverse consequences for the patient.

Event description:
Additional information received: the affiliate stated that the device fired and then when they tried to reload the device for the second firing the device would not open. The device was not on tissue

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.